Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of vaginal mesh with sling revision on (B)(6) 2006 due to erosion of vaginal mesh and obstruction. It was reported that the patient underwent excision of mesh, anterior repair and ablation of granulation on (B)(6) 2006 due to extrusion of anterior repair mesh, granulation tissue in the midline of posterior incison line from posterior repair. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urethral stenosis with stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of an urethrolysis with a urethral dilation and lynx pubovaginal sling which followed an anterior and posterior repair and enterocele repair with vaginal vault suspension. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and lynx suprapubic mid-urethral sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.